Manufacturer narrative:
The device was discarded. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a revision procedure, the physician discovered that the anchor was broken. The lead and all pieces of the anchor were removed and no injuries were sustained by the patient. There have been no reports of further complications regarding this event and the patient is currently using their device to find effective pain relief.